Event description:
Three maquet servo I ventilators failed within a two month period with an error code number 436010. This code indicates a communication error between the back pc-board and the monitoring pc-board. A flashing message with alarm tone occurs, but the ventilation to the patient is not interrupted. When power is recycled the error clears. Maquet recently upgraded the software from ver 1.03 to 2.01 at facility. The back version 2.0 has been installed until the problem can be resolved with the current version.